Event description:
Information received indicates three of the siderails will not latch.

Manufacturer narrative:
The technician found the siderails were in need of routine maintenance and replaced the siderail latches to repair the bed.